Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, lead noise was observed. The noise was easily reproducible with isometrics. Programming changes were made and the noise oversensing was resolved. Patient¿s condition was stable and the patient will be monitored normally.